Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. The customer's blood glucose at the time of the event was less than 54 mg/dl. The customer did not show any symptoms of the low blood glucose. The customer also bottomed out. The customer was treated with food for hypoglycemia. It was also alleged that the pump's buttons were responding slowly. Troubleshooting was performed and it was found that the reservoir was showing more insulin than on status. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis. Infst mmt-864a suret 10pk 6mm23n.

Manufacturer narrative:
(B)(4). Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded to thus. No alarms noted during testing and no alarms present in the history/trace file. Unable to confirm low bgs. The j1 connector on pcba 1 was locked properly during visual inspection. All buttons function properly. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the keypad traces, electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, scratched case, missing display window cover and cracked case (battery tube). In summary, unable to confirm low bgs. Unresponsive keypad not confirmed, all buttons function properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.